Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to plug pump into a power source using known working charging supplies, after which the screen turned back on and wake button functioned correctly.